Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #314.467, lot #h224950 DHR review for part #314.467, synthes lot #h224950 release to warehouse date: 19-dec-2016 expiration date: n/a manufactured by synthes (B)(4) no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t8 stardrive screwdriver shaft is twisted. This was noticed during an ankle fracture repair on (B)(6) 2017. The set that this driver was a part of was not used. There was no impact to the case or the patient. The procedure was successfully completed with the patient in stable condition. After the case, the device was tested with a screw, and it would not attach/insert into the screw. This report involves one device. Concomitant devices reported: 2.7mm stardrive screw (part #202.212, lot # unknown, quantity # unknown). This report is 1 of 1 for com (B)(4).

Manufacturer narrative:
Additional device product code: kwq a product development investigation was performed. The 314.467, lot number h224950, stardrive screwdriver shaft t8 105mm was returned with a twisted tip. This complaint is confirmed. The lobes of the stardrive tip are twisted in the direction of resistance from insertion. No new malfunctions or defects were observed. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already twisted. The 314.467 stardrive screwdriver shaft t8 105mm is an instrument used in several systems intended for t8 screws insertion/removal. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The diameter of the circular shaft adjacent to the distal stardrive tip was measured and found to be within specifications. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive force/torque applied to the tip of the driver. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.